Manufacturer narrative:
Email address: (B)(6); (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant rupture."

Event description:
Physician reported left side implant rupture diagnosed with an MRI. The device has been replaced.

Event description:
Healthcare professional reported, left-side rupture. Diagnosed with an MRI. The device has been replaced. And replaced with a non-allergan device.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified, the device was broken shell and red particles material on the shell. Unable to confirm, if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.